Event description:
It was reported that the system 9800's left monitor was inoperative. Attempts to reinitialize initially did not solve problem. Further attempts at re-booting were successful. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A service call had been scheduled in order for a ge service rep to evaluate the system. The service call was postponed/cancelled and access to the system was denied. An additional report will be generated and submitted if further information becomes available.